Event description:
Enclosed please find adverse event information about a device that was not manufactured or imported by the (B)(6) group. This report is being forwarded to FDA in accordance with 21 cfr 803.22 (b) (2), because no company within the (B)(6) group is the manufacturer or importer of the device. The device and information are being returned by the (B)(6) group to the reporting complainant. Pen-implantitis. Patient will return for a follow up in 3 months. Refer to this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5151109.